Event description:
The reporter stated that after the needle was fully removed from the catheter, the septum began to leak blood out of the back of the catheter the leakage occurred behind the wings and catheter at the septum. Additional information received via e-mail on (B)(4) 2013, the reporter stated that on (B)(6) 2013, an 18 gauge nexiva catheter was placed on a critical patient. There was blood return and the blood started to leak out of the end where the metal piece was removed. This patient had been on high doses of neo-synephrin to maintain a blood pressure as well as severe vascular disease. The patient needed blood immediately. The patient was rushed back into the operating room and a central line catheter was placed. No further information is available.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product will not be returned. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.